Event description:
It was reported that during initial insertion of a peripherally inserted central catheter (PICC), resistance was encountered while advancing the dilator and peel-away sheath despite a dermotomy having been performed. The dilator and sheath were subsequently removed, and a microfracture at the dilator and sheath tips were observed. The device was replaced. No medical intervention was required as a result of this event. There were no reports of patient injury, harm, or adverse health consequences due to this event. The patient's condition was reported as "fine." Associated mdrs include 9680794-2026-00415 and .

Manufacturer narrative:
(B)(4).